Event description:
I was diagnosed with severe obstructive sleep apnea - osa- in (B)(6) 2010...prescribed a CPAP machine - s9 auto ii, made by resmed...5 days after using machine with proprietary "climateline" tubing, the tubing failed at the junction to the mask-side collar. This failure caused elevated number of apnea events that night and put my health at risk. I am upset because this is a known problem by resmed and they continue to sell this hose without making any modifications or corrections to remedy the problem. Please check your database for other complaints regarding this product. I hope you will help in stimulating this company to provide a solution to this problem that has the potential to harm an individual suffering from severe obstructive sleep apnea. Dates of use: (B)(6) 2010; approx 4-5 days. Diagnosis or reason for use: obstructive sleep apnea.